Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that opened during efaa. It was reported that a patient presented with grade 4 primary mitral regurgitation (mr). During a mitraclip procedure, the second clip opened while locked during the first 'establish final arm angle' (efaa) of the procedure. The clip opened from 15 degrees to 30 degrees. It was noted that all steps in preparation were performed and clip functioned as intended. Troubleshooting steps were performed, but the clip continued to open. It was decided to remove the clip. A replacement completed the procedure. The mr was reduced to grade <1. There was no adverse patient effects. There was a 15 minute delay in the procedure, but it was not clinically significant. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.